Event description:
The patient arrived at this center on march 11th, 1994 with the following pre-dialysis vital signs: weight - 99.8 kg (4.9 kg weight gain)tem - 98.5. Pulse - 96. Blood pressure (sitting) 156/67. Blood pressure - (standing) 146/64.the patient's physical condition was stable prior to the initiation of the dialysis treatment although the patient did complain of fatigue and weakness. This is not an unusual complaint for this patient pre-dialysis.the dialysis treatment was initiated without incident at 6:45 pm using a mospal monitral s/gs machine on a 2 meg potassium bicarbonate with dextrose dialyzing solution. The patient was run on a 450 ml/min blood flow rate, 750 ml/min dialysate flow rate and .28 liters/hr ultrafiltration rate. The patient's blood pressure at the time the treatment began was 127/60.at 7:40 pm., the patient experienced chills and complained of "feeling cold". Suspecting bacterial and/or pyrogen contamination, the patient was taken off the dialysis machine without retransfusing the blood at 7:45 pm when the symptoms subsided at 8:15 pm, the patient's treatment was reinitiated on a different machine and a new dialyzer. The patient had a temperature of 99 degrees f at this time.during the remainder of the dialysis treatment, the patient continued to complain that he was "feeling bad". The treatment was discontinued 45 minutes early and the patient was instructed to go to the emergency room if he continued to feel ill. At the time of discharge, the patient's temperature was 101.2 degrees f.the pateint went to the emergency room after the dialysis treatment and was admitted for evaluation. He was released the following morning and did not experience further problems.